Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported they were still having leakage problems and were not getting a 50% or greater reduction in symptoms. Patient switched to program 4 as they have already tried programs 1, 2, and 3. No further complications reported/anticipated.

Manufacturer narrative:
Date of the event was estimated. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had been experiencing leaking with her bladder. The patient stated that she had a urinary tract infection (uti) and was blaming it on that but she continued to have trouble. The patient mentioned that she wasn't feeling any stimulation and tried to increase stimulation, but was having trouble. The patient also noted that she tried changing to new batteries so she wasn't sure if that was what cause that or what was happening. Troubleshooting attempts were made and the patient programmer showed stimulation was off. It was reported that they tried increasing while stimulation was off and the patient was seeing the same screen she saw when she was unable to increase stimulation. The patient turned stimulation on and confirmed that she felt stimulation. There were no further symptoms or complications reported or anticipated.